Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range for three (3) patients that were generated by the unicel dxc 600i access immunoassay system. Repeat analysis of the samples on a different instrument produced lower results within the normal reference range for all three patients and amended reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information has not been supplied to date. Per the customer, qc is performing within customer's established ranges. Per customer supplied data, system checks performed on (B)(4) 2011 passed within instrument specifications. A field service engineer (fse) was dispatched and determined that the aspirate probe #4 was not evacuating all fluid from the reaction vessel (rv). The fse replaced the peri-pump tubing that was suspected to be causing the inadequate aspiration. The fse performed a passing system check within instrument specifications to verify hardware. The fse also re-calibrated the assay and performed qc within the customer's established ranges. Although the fse did perform some minor hardware maintenance at the time of service, a definitive root cause for this event has not been determined to date.